Event description:
A low reading was reported with the abbott diabetes care (adc) device. The customer saw a sensor scan result of 52 mg/dl. It is not known if a trend arrow was noted. The customer reported feeling unwell with symptoms of hypoglycemia. They managed their insulin on their own. After contacting a healthcare professional, a meter reading of 56 mg/dl was recorded. It is unclear if these readings were taken within 10 minutes of each other. The customer was also being monitored for another medical condition. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.